Event description:
It was reported, the programmer was not communicating with the implant. The patient was unable to adjust stimulation both with and without the antenna. The patient saw the poor communication screen. There were no falls or traumas associated with the issue. Upon receiving the replacement programmer, the issue persisted. The stimulator was not working. The patient did not feel stimulation. Therapeutic efficacy gradually decreased over eight weeks. No interventions or outcome were reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.

Event description:
It was reported the patient still had concerns regarding their device or therapy, but were working with their healthcare provider or manufacturer representative. An appointment date of (B)(6) 2015 was noted.

Manufacturer narrative:
Product ID 3889-28, lot# v893295, implanted: 2012 (B)(6); product type lead product ID neu_unknown_prog, serial# unknown; product type programmer, physician product ID 3037, serial# (B)(4); product type programmer, patient. (B)(4).